Event description:
Customer reported that a patient underwent a follow-up hernia repair with mesh implant. The patient presented 10 days later with a massive disruption of the mesh. Surgical intervention is indicated, however, it is not known if any intervention was performed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.